Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported experiencing difficulty maintaining intraocular pressure in a patient's eye, and the eye collapsed during a vitrectomy procedure. A second procedure was performed. Additional information has been requested.